Manufacturer narrative:
Title: microwave versus radiofrequency ablation treatment for hepatocellular carcinoma: a comparison of efficacy at a single center; theodora a. Potretzke, md; date: 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2001 and 2013, in a study to compare the efficacy and major complication rate of radiofrequency (rf) and microwave (mw) ablation for the treatment of hepatocellular carcinoma (hcc). Radiofrequency ablations were performed using the device and generator with an impedance-based pulsing algorithm rf technology using either a single electrode, a cluster electrode, or multiple electrodes in switched mode. In the rf cohort, there were two complications (2/55, 3.6%) requiring specific interventions: a single small hemothorax requiring thoracentesis, and a single intraperitoneal hemorrhage requiring transfusions and urgent exploratory laparotomy at the direction of the referring surgeon.